Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and poster repair procedure for treatment of pelvic organ prolapsed. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2010. Bard MDR#: 1018233-2010-00123. MDR ref#: 9615742-2010-00058 (avaulta anterior biosynthetic support system). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was bladder and rectal prolapse, vaginal vault prolapse, and stress urinary incontinence. The procedures performed were placement of avaulta anterior, uretex to2, and avaulta posterior. Complications post implant attributed to the device include constant pain in groin, pain in tailbone area when sitting, bladder incontinence, discomfort with urinating and bowel movements, numbness in left leg, unable to have sex due to pain, depression, and sleep problems. In 2009 there was erosion of the mesh and was scheduled for partial removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.